Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use. A philips remote service engineer (rse) received a complaint indicating that system displayed the message that an active button was detected and needed to release the button to complete the start up. Quotation has not been accepted by the customer and quotation has expired no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code corrected.

Event description:
It was reported to philips that the system displayed the message that an active button was detected and needed to release the button to complete the startup. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.